Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation, mobility - insertion aid was jammed in the connection.